Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided); cause was unknown. Additionally, it was reported that the pump bolus delivery rate was slow. Reportedly, the pump took 10 seconds for the bolus to be initiated. Customer declined troubleshooting with tandem technical support and declined to provide further information.